Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her normal results. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012; however, the patient refused to respond to follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2011 (date/time not specified). On an unknown date/time, the patient reportedly obtained a blood glucose result of "389mg/dl" with the subject meter. The patient's testing frequency is not known and it is unclear if the patient suffers from other health conditions. The patient manages her diabetes with an insulin pump; however, it is unclear what action the patient took in response to her reported reading. As a result of the alleged inaccurate high issue, the patient claimed she developed symptoms of shaking and sweating (date/time unknown); however, the patient denied receiving any form of medical intervention after the reported issue occurred. It is not known if the patient tested her blood glucose with another device and it is also not known when the patient's symptoms improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). The patient did not have all of her testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.